Manufacturer narrative:
(B)(4). The device is not available for investigation. The device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device broke or detach from the needle. No patient complications reported.

Manufacturer narrative:
(B)(4). The device history record of batch number 74d1800807 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Nc 60040660 was issued for another condition that is not related to the failure mode reported. DHR shows that the product was assembled & inspected according to our specifications. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
It was reported that the device broke or detach from the needle. No patient complications reported.